Event description:
The customer stated that he got a motor error alarm. Troubleshooting was performed and the insulin pump passed the displacement and self tests. The customer later called stating that he had been experiencing high blood glucose levels and was recently hospitalized. He and his doctors feel that the insulin pump should be replaced. Advised the customer to go on a back-up plan until the replacement insulin pump arrives.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.